Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported no audio from the mx40 as seen from a "speaker malfunction" error message. There was no report of a patient injury or harm.